Manufacturer narrative:
The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "correlation/repro/discrepant". Customer reported that they are getting discrepant results on evp. Customer reported that they have amplification on adv. Field service was dispatched. Field service performed a magnet check, drawer alignment and pressure adjustment, and performed qpm and check normalization. Crosstalk was noted and the instrument was replace with (B)(6). Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 26jan2023, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: max - 441916 - judgment results inconsistent this is a patient samples and the adeno results are inconsistent in the evp panel. This sample was not affected by re-run.

Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: max - 441916 - judgment results inconsistent: this is a patient samples and the adeno results are inconsistent in the evp panel. This sample was not affected by re-run.

Manufacturer narrative:
D.4. Medical device expiration date: na. G.5. Additional PMA / 510(k)#: k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.